Event description:
It was reported by the customer's mother that the customer had a low blood glucose levels and had made some adjustments. Customer had his first low blood glucose level last night. Customer had a back-up plan of insulin pens and syringes. Customer's mother stated that the tubing was fine. Customer had a low blood glucose level of 50 mg/dl, which was not normal for him. Customer's mother will speak to the doctor tomorrow. No further assistance needed.

Event description:
The customer's mother requested assistance with insertion. She was advised by a health care provider to administer 8 units of insulin through manual injection and to let the basal run on the insulin pump and to monitor the blood glucose. She reported that the customer began to vomit but had been given the injection 5-10 minutes prior. She was advised to monitor the customer closely and to check ketones and to speak with a health care provider or take the customer to the emergency room if the customer had more severe symptoms. The blood glucose reading was 578 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4)